Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the femoral trial heads are scratched up. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that dps trl hd m 36 +5 was found with numerous scratches and shaved along the ball. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to mating device was not received for evaluation. The overall complaint was confirmed as the observed condition of the dps trl hd m 36 +5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femoral trial heads are scratched up.